Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was unable to communicate with the global communication tool. A data log could not be retrieved. The receiver case was opened and an interior inspection found moisture damage. The reported event of an error icon display could not be confirmed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/19/2016 to report that the receiver displayed err 127 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.